Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a door failure. A field service engineer cleaned all micro switches, applied grease, tightened the harness, replaced the latch, and finally replaced the controller card. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the issue started while they were pulling out some medications, and the user managed to get the medications from a different station. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.